Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 4 of 4 on the homechoice machine (hc). The technical service representative (tsr) explained the alarm and assisted the home patient (hp) to close the clamps and cycle power to clear the alarm. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.